Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar biological contamination was discovered. The following information was provided by the initial reporter: quantity of boxes received of the media from lot #1351144 and quantity affected: 7. Lot number:1351144. Customer problem: customer reports contamination.

Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1351144 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 1351144. Retention samples from batch 1351144 were not available for investigation. There was one picture available for review of this complaint. The photo shows 4 plates, agar side up, with a sleeve label placed on top of the plates. All four plates in the photo show contamination. Both the plate print on the top two plates and the sleeve label provide batch verification. (Batch: 1351144, time stamp: 1708) no return samples were received for investigation of this complaint. This complaint can be confirmed for contamination. No complaint trend has been identified for defects for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar biological contamination was discovered. The following information was provided by the initial reporter: § quantity of boxes received of the media from lot #1351144 and quantity affected: 7. Lot number:1351144. § customer problem: customer reports contamination.